Event description:
It was reported by service report that the foot-end cover pads have worn and split, causing the cover to drop down. The lowered foot cover banged the lift assembly screw, dimpling the cover and splicing power cord cable. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged foot-end cover due to contact with lift header screws. Foot-end sliced coil cable.